Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, at approximately 1:00 pm, the patient reported experiencing a hypoglycemic seizure. At the time of the event, the cgm displayed a glucose reading of 100 mg/dl, while a fingerstick blood glucose (fsbg) measurement showed 50 mg/dl. The patient reported symptoms consistent with hypoglycemia but declined to provide additional details. The patient also noted experiencing erratic and fluctuating cgm readings around the time of the event. The patient did not seek medical attention and instead self-managed the event using a glucagon pen injection. At the time of reporting, the patient stated she was stable and continued to independently manage her condition, including use of the glucagon pen as needed and routine monitoring of blood glucose levels. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2026. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.